Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation within abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Abrasion was also noted on the shorter exhaust tube of the pump. A separation within abrasion was noted on the exhaust tube cylinder 1. This was a site of leakage. A partial separation with abrasion adjacent, indicating confined abrasion, was noted on the same exhaust tube of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tube of the pump and exhasut tube of cylinder 1. Separations of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2017 and removed/replaced on (B)(6) 2021 due to a malfunction (tubing leakage).

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, malfunction (tubing leakage); device removed and replaced. No other adverse patient effects were reported.